Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for device upgrade procedure. Device interrogation prior to the procedure revealed, the right atrial (ra) lead exhibited noise. The physician opted to explant and replace the lead on (B)(6) 2021. The patient was stable.